Event description:
It was reported to vyaire medical that display is not functioning properly on the revel ventilator. Only half of the lights are visible. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 02- the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Service technician was able to duplicate customer reported complaint that states light emitting diode out on the main screen. During bench testing light emitting diode display assembly has a missing led segments on most of the control and display window, further testing found the reported issue was due to a non-conforming light emitting diode display. Technician replaced light emitting diode display to resolve the reported issue and process vent thru service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. Installed the uut onto a known good ptv test unit. Upon power on, uut shows missing led displays. Removed uut from the vent and disassembled uut. Found cable assembly is not fully connected to the j1 header on the led board. Removed and reinstalled the cable assembly correctly to the led board, making certain that it¿s fully connected. Reassemble the led display and install it to the ptv test vent. Performed post (power on self-test) per subsequent operation in startup mode per section 7-4 of the ptv service manual listed, unit passed with no abnormalities noted. Performed display alarm test - all led front panel window displays and all led indicators on both the led front panel and lower interface panel are fully illuminated in the color indicated ¿ passed. Performed button test, uut passed the button test, selected button pressed is displayed momentarily while the button is being pushed followed by none pressed when released. Let the vent cycle for 2 hours. No issues or faults occurred. Factory service technician findings and complaints were verified and duplicated due to the cable assembly was not fully connected to the j1 header on the led board. The reported complaint was verified and duplicated. This is isolated to an improper connection of the cable assembly which is not fully connected to the j1 header on the led board during assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.